Event description:
Lot number and expiration date on outside label and inside packing are different. Both inside test packets expire 11-17-2023, (lot number 213015), but the outside label notes an expiration date of 5-14-2024 (lot number 215093). It is very likely that anyone who purchased this product, looking only at the outside packaging labeling, would anticipate the expiration date is 6 months after the kit actually expired. During that 6 month window the patient would unknowing be given invalid results. I am submitting this as this is not an easy mistake to make, and may identify either a one time mistake, or a serious systemic packing error. Reference report mw5117128.